Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was between 300 mg/dl and 500 mg/dl. Customer stated they were trying to make adjustments to their settings with their healthcare provider. Customer declined to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.